Event description:
Attending attached two drains to the y-body of the reservoir. Only 30cc was drained when the doctor checked the drainage the following morning. The doctor repeated bending up the bottom flap and locking the plate a few times and confirmed the reservoir inflated. Drainage was reported as successful later that evening. No adverse event noted.